Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom thrill (.018 hp 80 6x4) was used for pre-inflation; however, it ruptured within its nominal pressure. There was no reported patient injury. It was replaced with another product, and the procedure continued. The lesion was the iliac artery. After a non-cordis guide wire crossed the lesion, the lesion was confirmed with an intravascular ultrasound (ivus). The product was clinically used and will be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
Complaint conclusion: as reported, a 6x40mm 80cm 0.018 hp slalom thrill percutaneous transluminal angioplasty (pta) catheter was used for pre-inflation; however, it ruptured within its nominal pressure. It was replaced with another product, and the procedure continued. There was no reported patient injury. The lesion was the iliac artery. After a non-cordis guide wire crossed the lesion, the lesion was confirmed with an intravascular ultrasound (ivus). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient. One non-sterile slalom pta .018 hp 80 6x4 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, a burst/ruptured condition of the balloon was observed. No other damages could be noted. Leakage test was not performed on the balloon unit due to the burst/ruptured condition of the balloon as received. The device was sent to sem analysis to identify the possible root cause of the burst/ruptured on the balloon. Sem results showed that the balloon¿s internal surface and marker bands did not present any evidence of damage or defect. However, the external surface presented evidence of scratch marks near the balloon burst/ruptured areas, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the burst/ruptured condition found on the received balloon. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17601902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the rupture could not be conclusively determined during analysis. Based on the limited information available for review, lesion characteristics (although not provided) likely contributed to the rupture reported as evidenced by the scratch marks noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.